Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences shocking when stimulation is on. The pt had x-rays and the physician recommended surgical intervention and the pt plans to schedule the surgery.